Event description:
It was reported that the coil was protruding out of the catheter upon removal. A 8mm interlock¿-35 was advanced to treat the mildly tortuous target lesion. During the procedure, the coil and the pusher wire arms interlocked in the introducer sheath. The introducer sheath firmly seated in he hub of the catheter before an attempt to advance the coil. Continuous flush was performed and the coil was inserted into a 5f 0.35 bern imager catheter. The delivery wire was not rotated more than one turn during delivery of the coil. During withdrawal, it was noted that the coil could not be retracted but they were able to push the coil. The coil and the catheter were removed together but it was noted that the coil was protruding from the catheter but still intact. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).